Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient was presented with spondylolisthesis at l4 and underwent transforaminal lumbar interbody fusion (tlif) in which cage insertion, compression and final tightening at l4-5 was done. Post-op, the set screw placed on the left of l4, totally backed out from the screw head. Re-operation has not been scheduled yet. Follow-up observation was planned. No patient symptoms or complication were reported as result of this event.